Event description:
It was reported that this right ventricular lead was surgically repositioned due to a heart wall perforation. This issue was discovered as the patient was admitted complaining of chest pain and a computed tomography confirmed it. No additional adverse patient effects were reported.